Event description:
It was reported that during a low anterior resection (lar), the handle broke, and there were firing issues, including a partial fire and strange noise from the instrument. The surgeon applied the device on the rectum and experienced difficulty in firing due to excessive force required, and had trouble completing the firing and opening the cartridge. This resulted in an extended surgical time of five minutes. The device was replaced with another handle, which was used without any issues. No patient complications have been reported as a result of this event.

Manufacturer narrative:
D10 concomitant medical product: egiaustnd, egiaustnd endogia ultra univ std stap, (lot #p4l0663) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.